Event description:
A malfunction was reported with the display of error code malf 0, and there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, and this instruction was acknowledged and understood.